Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right upper lobe resection, the surgeon used a stapler at the first firing to interlobar and used another stapler at the second firing to pv with no problem. At the third firing to a1+3,the surgeon used one more device (different lot number). During the firing ,he did not have a feel of stapling at all. After he fully fired the device, he and the cardiovascular surgeon manually sutured the bleeding site without open the jaws of cartridge. Blood loss of 7000 cc was noted. The patient had received blood transfusion as a result of the issue. However the procedure was completed with no problem. The procedure was converted to an open procedure. The patient hospitalization is extended. The patient is staying at ICU and under monitoring and in good progress.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.